Manufacturer narrative:
The insulin pump had unresponsive button due to corroded/moisture damage keypad trace. No button error alarms occurred. No trace of moisture damage found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dropped in water and then the screen froze in the main menu and the numbers kept scrolling when pressing the esc button. No button error alarms were found in the alarm history and the self-test could not be completed during troubleshooting. Customer's blood glucose value was 193 mg/dl. At the end of the call, the customer reported that she received a button error alarm. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.